Event description:
The customer called and stated that the neck of the reservoir was bent.it was indicated that the customer return the reservoir for analysis and replacement will be sent. No further details.